Event description:
It was reported to nova biomedical that a consumer called, and added additional information to her original product complaint of 2007, that claims the event reported in 2007, of receiving back to back reading of 145 mg/dl and 111 mg/dl resulted in being transported to a hospital and coma. The second call to nova biomedical, ten months post the alleged event was for a refund for test strips. It was at this time that the hospitalization was stated. No product was ever returned for evaluation. Testing of retained samples of that lot of test strips showed that the lot tested within specification.

Manufacturer narrative:
Retained samples of the test strip lot were tested, and they met test specifications.